Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, however, occlusion alarms continued and the customer ultimately reverted to an alternate method of insulin therapy.